Manufacturer narrative:
Internal file number - (B)(4). The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported difficult to position and detachment of the device component appears to be related to user technique/procedural circumstances. A conclusive cause for single leaflet device attachment could not be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The nt mitraclip referenced is being filed under a separate medwatch report.

Event description:
This is filed to report single leaflet device attachment (slda) requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2018, to treat degenerative mitral regurgitation (mr) with a grade of 4. Two nt clips were implanted, reducing mr to 2. On (B)(6) 2019, the patient was re-admitted for shortness of breath and heart failure. The mr had increased to 4+ and it was found that one clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), increasing mr to 4+. On (B)(6) 2019, a second mitraclip procedure was performed for treatment. The xtr clip delivery system (cds 81127u137) was advanced to the mitral valve. After grasping, the clip was inadvertently moved over the top of the previously implanted clips. The clip was deployed to prevent the need for surgery; however, after deployment, the xtr clip detached from the anterior leaflet, and remained attached to the posterior leaflet (slda). The cds was removed, and the gripper line was left exposed at the groin and attached to the clip. The next day, the xtr clip had detached from the other leaflet and remained on the gripper line. A surgical cut-down was performed, and the clip was removed with the gripper line. One of the initial clips implanted on (B)(6) 2018 is still stable on both leaflets; therefore, no further treatment has been planned. No additional information was provided.